Event description:
An internal ortho clinical diagnostics investigation reported discordant, false reactive syphilis 2 (syph2) results were obtained when a single ivdd negative panel sample was tested using vitros syph2 lot 0010 on a vitros 3600 immunodiagnostic system. N103 sample results of 1.71, 1.14, 4.49, 1.29, 1.00, 1.82, 1.59, 4.36, 4.61 s/c (reactive) versus the expected result of non-reactive biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant, reactive vitros syph2 results for sample n103 were obtained as part of troubleshooting investigations conducted at ortho rochester and were not reported from laboratory. There has been no allegation of patient harm as a result of this event this report corresponds to ortho clinical diagnostics inc (ortho) nonconformance (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that discordant, false reactive syphilis 2 (syph2) results were obtained when a single ivdd negative panel sample was tested using vitros syph2 lot 0010 on a vitros 3600 immunodiagnostic system. A definitive cause of the event was not established. In-house and selling qc fluids processed on the instrument on the date of the event indicate acceptable vitros syph2 lot 0010 reagent performance and ongoing tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros syph2 lot 0010. There was no evidence of an instrument issue. In addition, the vitros syph2 results were reproducible across three different vials of sample n103 and the vitros syph2 results from in-house and selling control testing were acceptable. However, as no diagnostic precision testing was conducted to verify the performance of the vitros 3600 immunodiagnostic system, an instrument issue cannot be completely ruled out as a contributor to the event. Sample n103 is part of an ivdd negative panel of > 100 samples that are all expected to return non-reactive vitros syph2 results. The issue with reproducible false reactive results was isolated to sample n103 and there were no reported issues with alternate samples within the ivdd negative panel. Therefore, an unknown issue with sample n103 is a possible contributor to the event.